Event description:
It was reported to boston scientific corporation that a clip was used during a procedure. The exact procedure date was unknown. During the procedure, the clip deployed in the scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. H6: imdrf device code a150103 captures the reportable event of clip prematurely deployed during an unknown procedure and unknown location.